Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan touch pump, two cylinders and a set of rear tip extenders were received for evaluation. Examination of the cylinders revealed the rear tip extenders to be detached from the cylinders. Microscopic examination of the detachment end of the 1 cm rear tip extenders revealed the detachment site to be rough and irregular, indicating stress was exerted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device malfunction - rear tip breakage possible.